Event description:
It was reported that during a gastroplasty by video procedure, the trigger had it hard for the fires and during one of the fires it broke. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth, damaged shrouds, incomplete interrupted. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge reload present. Additionally the handles were noted to be slightly separated. The reload was received partially fired 1/5 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.